Event description:
It was reported that there was a catheter problem and the patient "never had therapeutic effect." The hcp questioned the integrity of the catheter. "The patient had intermittent signs and symptoms of baclofen withdrawal or overdose." An x-ray was done and it was found that the pump was flipped and the catheter was severely twisted and almost knotted at the pump/catheter connection. The catheter was replaced and the pump was contained in a dacron bag during revision surgery. Patient reported "better spasm control 3 weeks post-operative at 1/8 the prior dose than at any time since the initial placement." The patient recovered without sequela. The drug was baclofen.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8590-1, lot# n249960, implanted: (B)(6) 2011, product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).